Event description:
It was reported that the patients ipg site showed a small hole which allowed for a portion of the ipg header to be seen. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7093890/7094141.

Event description:
It was reported that the patients ipg site showed a small hole which allowed for a portion of the ipg header to be seen. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. Additional information was received that the patients ipg pocket was infected. The patient was placed on antibiotics.

Event description:
It was reported that the patients ipg site showed a small hole which allowed for a portion of the ipg header to be seen. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. Additional information was received that the patients ipg pocket was infected. The patient was placed on antibiotics. Additional information was received that the physician believes the patient has a higher risk of infection due to obesity.